Event description:
Attorney advised pt was revised to a depuy left total ankle replacement with two synthes screws for syndesmosis fixation. Post-operative x-ray noted proximal screw to be broken, bone resorption surrounds the screws in the fibula and small areas of ectopic bone formation were also noted. X-rays taken at 6 mos post-operative indicate nonunion of the syndesmosis. X-ray at 13 mos post operative shows second screw has also been broken. During revision surgery, the proximal portions of the broken screws were removed, distal portions were left in the tibia. Nonunion syndesmosis was treated with a one-third tubular plate and 6 3.5mm ss screws.

Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no device was returned.